Manufacturer narrative:
The serial number for the cobas e 801 used at the investigation site was (B)(4). The ft4 iii reagent lot used on this cobas e 801 was 380330 with an expiration date of 31-dec-2019. The ft3 iii reagent lot used on this cobas e 801 was 314824 with an expiration date of 31-may-2019. The investigation determined that the calibration and qc at the investigation site were acceptable. A general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter complained of questionable thyroid results for 1 patient sample on a cobas 8000 e 801 module. The patient sample was submitted for investigation. There were discrepant results identified for elecsys ft4 iii and elecsys ft3 iii assays between the customer's e 801 module, an e 801 module used at the investigation site, and the abbott architect method used at the investigation site. The questionable results from the customer site were reported outside of the laboratory. This medwatch will cover ft4 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii results. There was no allegation of an adverse event. The customer's cobas e 801 serial number was (B)(4).